Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily tortuous and calcified, which may have contributed to the resistance. It was reported the sds met resistance during retraction after the stent was deployed. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. Return of the vision sds used in the procedure may have aided in the investigation and determination of cause. In this case, it was reported the patient anatomy was heavily tortuous, which could have contributed to the reported difficulties. It is possible the shaft was inadvertently torqued outside of the patient anatomy as resistance was encountered, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration, damage, and kinks online, and a sampling of units is destructively tested for proper balloon deflation and to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for physical resistance, difficult to remove, or shaft separations for this lot. In this case, a conclusive cause for the reported difficulty removing the sds or shaft separations could not be determined; however the physical resistance appears to be related to the operational context of the procedure.

Event description:
It was reported that during a left main artery stenting procedure in a heavily tortuous vessel and a heavily calcified lesion the stent delivery system (sds) met resistance while advancing to the lesion. The stent was deployed; however, removal of the sds was difficult. While removing, the shaft of the sds fractured into two pieces outside of the body. The device was easily and completely removed. There was no adverse patient sequela reported. Although requested, there was no additional information provided.